Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-375-20. As the device was received in a condition was contradictory to the complaint description. The pipeline flex device pushwire found broken. This condition was not reported at time of the event. The pipeline flex with shield delivery system was returned within the medtronic catheter and found to be extending from hub and extending from distal tip. The pipeline flex delivery system was then removed from the catheter. The pipeline flex with shield device pushwire was found to be bent and broken from proximal end. The distal hypotube was found to be intact and the ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be intact. The pipeline flex braid was found to be intact. The broken end of the pushwire was sent out for sem (scanning electron micrographic) analysis. Per the sem analysis report, features observed indicate a bending overload type failure. Based on the returned device analysis, the pipeline flex pushwire damages (bent/broken) are indicative of high force used. It is likely the damage occurred when the customer attempted to advance the pipeline flex through the catheter against the reported resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the catheter was advanced distal to the deployment site with no issue. However, when the pipeline flex with shield device was advanced, the physician noted resistance immediately, but continued to advance. The pipeline was able to cross the aneurysm, and was close to the distal tip, but eventually would not go any further. The physician released the load in the system to attempt to resolve the issue, but it did not work. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient underwent embolization treatment for an aneurysm located in posterior communicating artery. The vessel was normal tortuous. The procedure was completed with another catheter and a pipeline. Evaluation of the returned device found that the pipeline flex with shield device pushwire was found broken from the proximal end.